Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section b-3 date of event: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Patient stated she could be allergic to the implants and she indicated she is allergic to polypropylene. Patient is reporting blurry vision (described as a film) and glare. She described the blurriness as being like a drop of oil is in the eye. She states prior to the implants; she had blurry vision but it was different. The blurriness was localized, where as now it is more like an overall film that goes away for a moment when she rubs her eyes. Although she was told she had dry eye, she states her eyes leak all the time and she gets "crusties" in them. Her ophthalmologist stated she had dry eye and prescribed her three (03) different medicines. Primarily, she has been using systane, but more recently rohto maximum strength. She has little luck with systane, but indicated the rohto was cooling to her eyes. Prior to cataract surgery, the patient had her retina repaired and is still under the care of a retina specialist. In addition, she had experienced little white sparkles that were attributed to her having high blood pressure. She was told by her retina specialist that there was debris or dirt on the lenses and he conducted laser surgery to remove it. She added that she was told this cannot be done more than once. The patient has an appointment scheduled for (B)(6) 2025. No further information is available.